Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the implantable cardioverter-defibrillator was found in back up vvi mode due to a failure to communicate with the patient¿s merlin at home unit. The device was successfully restored and reprogrammed. The patient was stable before, during and after the event.